Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed a displayable history checked failed alarm. Customer's blood glucose was 117 mg/dl. Customer reported the battery had been out of the device for a month that the customer was hospitalized. Customer reported the hospitalization was not diabetes related. During troubleshooting, device alarmed a motor error alarm during rewind and manual prime. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.